Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one insyte 24ga x 0.75in has been found with a damaged catheter before use. The following has been provided by the initial reporter: fourth floor hospitalization service at the time of inserting the catheter in the patient, it is evident that the body of the catheter is broken in the distal area, it is not used, it is replaced by another catheter.

Manufacturer narrative:
H.6 investigation: DHR review this lot was reviewed regarding the tests of ¿damaged component¿ and ¿transfixed catheter¿ and were not evidenced records that could lead to claimed defect. Qn/ ncmr review: there are no quality notification (qn) or nonconformity report of "damaged component", ¿transfixed catheter¿ or anything that could lead to this complaint. Confirmed: bd was able to confirm the customer complaint for the claimed defect analyzing the attached photo of the reported defect, it was possible to confirm this claim. Although the customer's reported defect was confirmed, an absolute root cause for this incident cannot be determined.

Event description:
It has been reported that one insyte 24ga x 0.75in has been found with a damaged catheter before use. The following has been provided by the initial reporter: fourth floor hospitalization service at the time of inserting the catheter in the patient, it is evident that the body of the catheter is broken in the distal area, it is not used, it is replaced by another catheter.